Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they were unable to get the capsule pair with the recorder after a successful calibration. Technical support had the customer power on and off the recorder, but was still unable to pair with the capsule. They confirmed that the recorder had an updated firmware. The capsule and recorder will be returned for investigation. The recorder worked correctly during the previous procedure. The patient was discharged, but will have to be rescheduled and a repeat procedure is necessary.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.